Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, an amplatzer cardiac plug was implanted. On (B)(6) 2019, during patient follow-up thrombus on the surface of the occluder was reported and was treated with anticoagulant therapy. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
An event of thrombus was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the thrombus was treated with anticoagulation therapy.